Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with the overall vision. The iol was exchanged in a secondary procedure with a different model iol. Additional information was requested.